Manufacturer narrative:
G3 report source, corrected data: initial report inadvertently did not have the literature article attached to the report. H4 device manufacture date, corrected data: initial report inadvertently listed "na" instead of "ni."

Event description:
Journal article was received discussing vns and rns stimulation as treatment for epilepsy. The article mentioned a patient who experienced a lead break 2 years following the implant surgery. It was noted that the lead was replaced at a hospital different from the study hospital. No additional relevant information has been received to date.